Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir contained air bubbles. The customer's blood glucose level at the time of the incident was 50mg/dl and treated with soda. Troubleshooting advised that the customer store the insulin at room temperature and the insulin pump should not be rewound with the reservoir in place. The customer was advised to monitor and call back if necessary. The reservoir will be returned for analysis.